Event description:
The customer stated that she has experienced low blood glucose levels for three weeks. The customer also stated that she was hospitalized with a low blood glucose of 42 mg/dl recently. The customer was told that the low blood glucose were due to her basal rates being too high. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer stated that she recently had a CT scan done, and she wore the unit during the procedure as her hcp would not allow her to disconnect. Advised the customer never to wear the insulin pump during those types of procedures. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.